Manufacturer narrative:
The field service engineer (fse) was dispatched on 12/17/2015. The fse found that the rbc diluent dispenser (pm2) was faulty. The fse replaced the pm2 which resolved the erratic rbc results and the h&h check failures. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported ongoing, hemoglobin (hgb) and hematocrit (hct), h&h check failures on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.